Event description:
It was reported to philips that the system needs a wireless footswitch. There was no reported patient or user harm. We are conservatively reporting this event due to the lack of information. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information. The philips field service engineer (fse) went onsite and confirmed that there was no reported malfunction of footswitch, and it was identified that the complaint was initiated due to an open work order for a wireless footswitch as a part of fsca. The fse installed the wireless footswitch, and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There was no actual malfunction reported for footswitch. The complaint was created as part of the work order for a wireless footswitch, which was missed to install initially. Based on the investigation results, philips concluded that the complaint is not reportable the codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.